Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Use in a patient with severe peripheral vascular disease. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician in-training in the use of the perclose proglide device achieved arteriotomy closure of the common femoral artery after a diagnostic peripheral angiographic procedure. Reportedly, after achieving hemostasis with the suture, the pulses of the lower limb were diminished. Arterial access was obtained contralaterally and an angiogram revealed the diameter of the artery was narrowed from 5mm before the procedure to 1 mm after the procedure from an unspecified material. It could not be determined what specifically caused the occlusion. The artery was treated with percutaneous transluminal angioplasty to fully restore blood flow, which subsequently restored palpable pulses in the lower limb. There were no reported adverse patient sequelae. Though requested, no additional information was provided.